Manufacturer narrative:
Qc was acceptable prior to the event. Customer cleaned the flow cell which resolved the problem. No further incidents on erroneously low na results have been reported to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The original results were in the range 131-135 mmol/l and the repeat results were in the range 136-139 mmol/l. The erroneous results were reported outside of the laboratory and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.